Event description:
The screw head broke off when it was being tightened. It was not removed as it was already seated in the skull. Plate end was moved slightly to the right and a new screw was implanted without incident.